Event description:
A report was received that the patient initially developed infection at the leads site and migrated to the pocket site. A green drainage was noted. The physician believed that the leads were poking causing the incision site to split and provided a pathway for infection. The patient was placed on antibiotics and added additional sutures to close the site. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the leads were also explanted.

Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20675880, model/catalog description: precision spectra ipg kit. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20380025, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient initially developed infection at the leads site and migrated to the pocket site. A green drainage was noted. The physician believed that the leads were poking causing the incision site to split and provided a pathway for infection. The patient was placed on antibiotics and added additional sutures to close the site. The patient underwent an ipg explant procedure.